Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was not confirmed as a portion of the suture was not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. The patient effect of hematoma is a known risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle after a diagnostic left heart catheterization procedure with a 6f sheath. Reportedly, when the plunger was removed, the suture broke. Manual compression was applied for 45 minutes to achieve hemostasis. After the patient was moved to the floor, a hematoma was noted. A femostop was used for two hours to treat the hematoma. The patient remained overnight. There was no reported clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.